Event description:
It was reported that a surgical procedure was performed to explant and replace this artificial urinary sphincter (aus) due to recurring incontinence. No additional patient complications were reported.